Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging that the meter has an issue with the data port. The reporter stated that it is difficult to place test strips into the data port. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.